Event description:
The customer reported that the length of the extender has stretched out. This has occurred after about four uses. As a result, the coated blade electrode that was placed in the extender had a loose fit and fell into the patient cavity. The electrode was retrieved. No patient injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.